Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving "2000" lioresal at "679.6" via an implantable pump for an unknown indication for use. It was reported that the existing 8709 catheter would not aspirate during a pump replacement. A new 8780 was implanted and connected to the pump and the connector pin was disconnected. The catheter was left implanted and inactive. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The issue was considered resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.